Event description:
It was reported to medtronic neurosurgery that the strata ii valve was found to be leaking. It was also reported that the doctor used a new one to complete the surgery. According to the report, there was no injury to the patient and the patient¿s current status was normal.

Manufacturer narrative:
The returned product was patent. It met the requirements for siphon, reflux, pre-implantation, and pressure-flow testing. It did not meet the requirements for leak testing due to a tear in the bottom membrane of the delta chamber. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿. It also suggests that ¿the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).